Manufacturer narrative:
Product complaint # ==> (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6) section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One video was received, and the review was made by an independent physician the results are shown below: ¿the description is clear and is supported by the short video provided. Upon forward pressure on the pusher-wire, there is kick back of the microcatheter/coil system with even the coil catheter moving. This is a sign of pressure transfer. The cause of the difficult delivery can not be assessed from this video, and it is recommended that the failed device be shipped back for further analysis. Common reasons for non-delivery include but are not limited to kinks within the microcatheter, tortuous anatomy or distal vasospasm¿. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00240 and 3008114965-2024-00241.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent ((B)(6)) was delivered to the a1 initial segment of anterior cerebral artery in a prowler select plus 150/5cm microcatheter ((B)(6)). The stent could not advance or withdraw. The physician removed the microcatheter (mc) and stent from the patient, then switched new devices to complete the surgery. There was no patient injury reported. Additional event information received on 06-feb-2024 indicated that they were unable to move the enterprise2 stent. There was no attempt to torque stent advancement. The resistance was felt at the distal end of the microcatheter. A micro guiding wire was successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. The procedural was delayed by approximately 10 minutes and the delay was not clinically significant.

Manufacturer narrative:
Product complaint # ==>(B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8219136) was delivered to the a1 initial segment of anterior cerebral artery in a prowler select plus 150/5cm microcatheter (606s255x, 31138927). The stent could not advance or withdraw. The physician removed the microcatheter (mc) and stent from the patient, then switched new devices to complete the surgery. There was no patient injury reported. Additional event information received on 06-feb-2024 indicated that they were unable to move the enterprise2 stent. There was no attempt to torque stent advancement. The resistance was felt at the distal end of the microcatheter. A micro guiding wire was successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. The procedural was delayed by approximately 10 minutes and the delay was not clinically significant. One video was received, and the review was made by an independent physician the results are shown below: ¿the description is clear and is supported by the short video provided. Upon forward pressure on the pusher-wire, there is kick back of the microcatheter/coil system with even the coil catheter moving. This is a sign of pressure transfer. The cause of the difficult delivery can not be assessed from this video, and it is recommended that the failed device be shipped back for further analysis. Common reasons for non-delivery include but are not limited to kinks withing the microcatheter, tortuous anatomy or distal vasospasm¿. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the delivery system was inside the involved microcatheter. No apparent damages were observed. The introducer was not returned for evaluation. The received microcatheter was flushed using a lab sample syringe, then, the stent was advanced through, and it reached the distal end without noticeable resistance. The delivery wire component was neither damaged during nor after the functional testing. The issue regarding resistance felt at the distal end of the microcatheter was not confirmed, since no product defect was identified. There may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8219136. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since no product defect was identified, no CAPA activity is required at this time. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.